Event description:
It was reported the pt was not receiving coverage on the left leg and was getting unintended stimulation on the right leg. X-rays revealed the lead migrated. On (B)(6) 2013, the physician moved the lead and the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.